Event description:
Admitted emergency room (ER) at (B)(6) and a CT scan was ordered. Prior to the CT scan, my freestyle libre sensor cgm 14-day had been giving accurate bs readings. However when I was admitted to ICU for three days, I observed when the rn or nt did finger prick styled bs test readings and I also used my abbott sensor read - it gave very different readings. For example, hosp reading "208" and my reader said "101". My arm was not in CT machine so this is alarming and differs from FDA advisories on this issue. FDA safety report ID# (B)(4).